Event description:
It was reported that one wafer from an unknown number of market unit (mu) with unknown lots had crumbled mass. When the end user attempted to mold the mass, it crumbled and appeared to be dried out. She had tried going slowly and warming in her hands first. She had used one wafer without issue but she did not felt secure when she wore it and was declined to use the remainder. Also it was stated that the end user molded the mass from the front before removal of the backing as recommended. The product was used by the patient for three to four days. There was no harm reported. No photograph was available at this time.

Manufacturer narrative:
A2: age at the time of event - 63 years e1: patient name: (B)(6). Patient street address: (B)(6). Patient city: (B)(6). Patient state/province: (B)(6). Patient postal code: (B)(6). Patient phone number: (B)(6). Patient email address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.